Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited 19 episodes of noise reversions. The noise could not be replicated with isometrics and pocket manipulation. The patient would be monitored.